Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
As reported: surgery started as a mako robotic case and converted manual. Trident psl cup was impacted with robot but because patient had poor bone quality, the cup moved and surgeon took out the cup. Bone quality was too bad to proceed, so surgeon decided to not use a cup and cemented poly into acetabulum. There was a surgical delay of 1 hour. Tha procedure.

Manufacturer narrative:
Reported event: an event regarding loosened implant involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 588 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding loosened cup during surgery. There were no other reported event for the listed catalog number. Conclusion: a number of elements of this surgery were reviewed to investigate a potential cause for the revision. Surgeon workflow, segmentation, pelvic and femoral CT landmarks, and pelvic landmarks were all reviewed and were acceptable. Probe check, pelvic registration error, rio registration rms and checkpoints were extracted from the session file and were all within specifications. There was slight over-reamed area in the acetabulum, which could result in a loosened cup. Over-reaming could result from surgeon pushing too hard on the stereotactic boundary or an array is moved during bone resection. There is no suspected robot defect or malfunction. Patient factors cannot be ruled out.

Event description:
As reported: surgery started as a mako robotic case and converted manual. Trident psl cup was impacted with robot but because patient had poor bone quality, the cup moved and surgeon took out the cup. Bone quality was too bad to proceed so surgeon decided to not use a cup and cemented poly into acetabulum. There was a surgical delay of 1 hour. Tha procedure.